Event description:
It was reported that the lower display screen on the external pulse generator had vertical lines on it. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (segments missing). Ring cover and one side bail cover are broken. Battery contacts are compressed. Ring is missing. Keyboard pad has a cosmetic issue.